Event description:
It was reported that: during a case, the user attempted to enable automatic ventilation and noted a message in the advisory, vent. Failure. The divan control panel displayed a message, complete test. The user was able to manually ventilate the patient on the device; however, reported that the device only delivered oxygen. The doctor reported that the patient began to emerge due to the lack of adequately delivered anesthestic agent. The doctor stated additional IV medication was provided to the patient. The doctor then manually ventilated the patient with an alternate device and a replacement anesthesia machine was used to complete the case. No patient injury reported.